Event description:
Country of complaint: (B)(6). After clamping the final disk, the disk came off. Thickness of bone: over 3mm. There is a gap by lack of bone (lacked bone: 4). Surgery was prolonged by 15 minutes.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation ongoing. Awaiting product return.